Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The 14mm in length and 2.50mm in diameter, 80% stenosed target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. Pre-dilation with a 2.50x20mm apex balloon catheter was performed leaving less than 60% residual stenosis. A 2.50x16mm taxus liberte sds was advanced to the lad and was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts from 5 rows from the proximal end of the stent were stretched distally, causing struts at the distal end on the stent to be bunched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user/use error, as heavily calcified lesions are contraindicated in the dfu. (B)(4).